Manufacturer narrative:
Analysis not required. Unable to perform test, due to reservoir partially return. (Only barrel return) no set of o-rings, no stopper-plunger, no plunger and no transfer guard.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir was leaked. Blood glucose was 362 mg/dl. Troubleshooting was performed. The device will be returned for analysis.